Event description:
It was reported that this right atrial (ra) lead and 2 right ventricular (rv) leads were explanted due to high pacing thresholds. One of the rv leads was already capped and abandoned from a previous procedure and was successfully extracted in this procedure. Ra and rv leads were replaced successfully. No additional adverse patient effects were reported.